Event description:
The user facility reported a patient admitted in with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. However, after insertion of the impella cp device, the patient was diagnosed with lower limb ischemia. The sheath was inserted in reverse and blood was sent via extra-corporeal membrane oxygenation support to relieve ischemia. The patient was noted to be in serious condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Code 4755 was reported incorrectly on manufacturer device report 1220648-2024-12810.